Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a leak at the junction of the extension tube and bifurcate. This was found before implantation and there was no injury to the patient.